Event description:
It was reported that (18) devices were used during a laparoscopic gastrectomy. It was reported by the affiliate that the 512sd outer gaskets tore again and again. So the surgeon exchanged the trocars and used 18 trocars in total. There was no consequence to the pt.